Event description:
Per the clinic, the patient experienced trauma to the implant site during play with father (specific date not reported), when the area was accidentally struck by hand and a bat. Following this incident, a hematoma and granulation tissue were observed at the implant site. Subsequently, extrusion of the implant and infection occurred. The patient received treatment with oral antibiotics (specific dates and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.